Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Event description:
It was reported that a remote transmission showed "invalid data received for episode." In the arrhythmia episode list section. The device remains in use. No patient complications have been reported as a result of this event.